Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator exchange (B)(6) 2021. An x-ray was performed and externalized conductors on the right ventricular apex lead were noted. The lead was capped and replaced during the generator exchange. The patient condition was stable.